Event description:
The customer reported that their central nurse's station (cns) is displaying an "hdd 2 error". No harm or injury was reported. They will be sending this unit in for an exchange.

Manufacturer narrative:
.